Event description:
The ge oec 9800 fluoroscopy system would not boot-up.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a corrupt hard drive that was removed and replaced. The system was tested and found to be operating as intended and released to the customer for use. No negative pt effect was reported due to this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.